Event description:
A series of trace-rite silver/silver chloride disposable ECG monitoring electrodes were placed on the abdomen and chest of the pt for an elective stress echo cardiac test. The next day, 24 hrs later, pt presented with severe contact dermatitis in the exact location of the electrodes. The skin was indurated and erythematous, and demonstrated arcuate and annular profiles corresponding to the adhesive coated surface of the round foam electrodes. There were no reaction to the gel used on the wand used for the echo. Frequency: 1x. Route: cutaneous. Diagnosis or reason for use: shortness of breath.